Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, the balloon broke. Another balloon was used to complete the procedure. No patient consequences were reported. No additional information can or will be provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that during device preparation, the device wasn not soaked to activate the coating. Additionally, the balloon was inflated prior to use to make sure it was fully functional. The reported 'balloon break' was actually a balloon rupture. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), mini trek ii over the wire (otw), global, information for use (IFU) states: note: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the coating is not properly activated or hydrated, it keeps the balloon pleats affixed or stuck with each other, potentially causing balloon damage as the balloon expands from its compressed state to being fully inflated, causing irregular ruptures/tears or delamination within the surface of the balloon during inflation. Additionally, the IFU, states: remove all air from the syringe or inflation device barrel. Reconnect the syringe or inflation device to the inflation port of the dilatation catheter. Maintain negative pressure on the balloon until air no longer returns to the device. Slowly release the device pressure to neutral. Based on the returned device analysis, it has been determined that insufficient prep and inflating the balloon outside of the patient anatomy while being insufficiently prepped, led to the noted flap rupture. The investigation determined the reported balloon rupture is related to user error. It was reported by the account that physicians do not activate the coating in a heparinized saline solution and the physicians inflate the balloon to test it before using it, to make sure it¿s fully functional before using it on a patient.there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.b6: medical device problem code 1069 - removed.